Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1600 mcg/day) via an implanted pump. The patient¿s medical history included spastic medical intractable cerebral palsy, pump implant, vp shunt, and hamstring release on (B)(6) 2015. The patient was admitted about a year ago for a possible seizure. His vp shunt was placed at birth and later revised. The indication for pump use was cerebral palsy and intractable spasticity. On 21-jul-2016 it was reported that csf (cerebrospinal fluid) never returned through the new catheter during the catheter replacement procedure (see manufacturer's report # 3004209178-2016-16893). The surgeon dissected down to the intrathecal sac and advanced the catheter up but never got csf return. The catheter was confirmed to be intrathecal by direct visualization and x-ray. Additional information was received on 12-aug-2016 from the hcp and it was reported that the hcp attempted to place a new intrathecal catheter percutaneously using a tuohy needle at the l4-l5 interspace. After multiple attempts and not being able to get into the thecal sac, the hcp brought the fluoroscope in to guide the needle placement. The hcp still could not get into the thecal sac so went ahead and performed a laminectomy at the l4-5 level which allowed direct visualization of the thecal sac. The dura was opened and there was no flow of csf. The arachnoid was thickened maximally and the nerve roots were all stuck together and clumped consistent with arachnoiditis. The hcp was able to get into the subarachnoid space but this took quite some time. The hcp was eventually able to pass the intrathecal catheter up to the t6 level using fluoroscopic guidance. The hcp attempted to pass farther, but could not suggesting that the patient may have had a large granuloma or at least a significant scar tissue in this area from the prior catheter and from intrathecal baclofen. The decision was then made to stop at t6 and the placement was confirmed with intraoperative fluoroscopy. The old tie down tab was used to secure the catheter as the new one had been inadvertently thrown off the field. The catheter was connected to the connector after irrigating the catheter and making sure that it was working fine. In addition, the hcp noted a small amount of csf back flow from the catheter, but this was not significant by any means. The catheter was connected to the connector and secured. The tied-down tab was then secured to the adjacent fascia to prevent kinking of the catheter. The pump was programmed with a priming bolus. The patient was taken to recovery in stable condition with the pump on. It was yet to be determined if the csf issue and increased spasticity were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.